Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found that mini drawer 1x2 failed to open due to a medication jam preventing it from pulling out. The entire mini drawer was removed, and the control board was taken out from the back. Drawer 1x2 was force-opened using a screwdriver and tools. Inspection revealed the control unit for the mini drawer was physically broken, so it was removed and replaced with a new 1x3 control unit. The control board was reinstalled, and all control units were reconnected. After powering the station back on, all drawers were detected and able to open successfully. The system functioned as intended after the field service engineer repaired the device.